Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (resetting) has been confirmed. Upon investigation the battery charger/modem was resetting and was unable to recharge a battery. The charger was sent to the supplier for further root cause investigation. A supplemental report will be submitted upon completion of the supplier investigation. No adverse event resulted from the defective battery charger.

Event description:
During a review of a service data, a reportable malfunction was found. As received, charger sn (B)(4) was resetting.